Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube the gel additive was on the side of the tube wall instead of at the bottom of the tube on 15 devices. There was also dark unknown foreign matter on an unspecified number of devices. Furthermore, there were 100 tubes with broken tray particles adhering to the outside of the tube and an unspecified number of broken/unusable devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h.3 device eval by manufacturer? Yes, d9: returned to manufacturer on: 10-sep-2025. Investigation summary: bd received 10 samples and 9 photos for investigation. The customer samples underwent visual inspections for various defects. Out of these 10 samples, one failed the inspection for damage, while none failed for fm and tray pack residue. However, 9 samples showed gel defects. The photos revealed a damaged tray pack with eps beads scattered over the tubes, multiple tubes with separation gel sticking to the tube walls, and one tube with a crack at the bottom. On the retained side, 10 samples were visually inspected for brittleness, with one failing. Additionally, 30 retained samples each were inspected for cracks, gel defects, and fm and tray pack residue, with all 30 samples passing these inspections. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: additive abnormality, damaged and tray pack residue this complaint has not been confirmed for the indicated failure modes: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® sst¿ blood collection tube the gel additive was on the side of the tube wall instead of at the bottom of the tube on 15 devices. There was also dark unknown foreign matter on an unspecified number of devices. Furthermore there were 100 tubes with broken tray particles adhering to the outside of the tube and an unspecified number of broken/unusable devices. No adverse impact was reported regarding the patient or user.